Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they've been having a lot of trouble with it, they put it in then some time from one to six months after their ins was implanted in (B)(6) (2021), something did not feel right. They went to the healthcare provider (hcp) and had to have surgery to replace the batteries because they went dead but they told the patient the batteries were supposed to last at least 4 years. The patient was redirected to their healthcare provider to further address the issue. The patient said, but they need to get fixed, they threw up like 8 times yesterday. No further complications were reported.